Event description:
Procedure: gastric bypass. According to the report: the linear stapler was used with seamguard reinforcement to create a 30ml pouch. There was intraoperative bleeding at gastrojejunostomy needing intervention to attain hemostasis. This required circumferential external suturing of anastomosis. A bubble test was performed which showed no leak. Total blood loss during case was 150 ml. The pt presented with a stricture in clinic visit. An egd dilation performed 2007, and this will relieve the symptoms and pt will be sent home.